Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed broken force sensor and critical pump error. The patient's blood glucose at the time of incident is unknown. The customer could not rewind the insulin pump or exit their current menu screen. The insulin pump will be returned for analysis.